Event description:
Patient went into ventricular fibrilation and external paddles were requested. Successful defibillation was delayed because the adapter was either not used or was not connected properly. The patient was cannulated via the femorals and the avr was completed. The patient was later noted to have a ruptured aorta and died.